Manufacturer narrative:
(B)(4). The complaint product has not arrived at the verification site for evaluation yet. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
An online contact lens distributor has reported that a patient notified them that after twenty minutes of wear the patient had to visit an optician due to pain in the eye. The patient was referred to the hospital and was found to have a corneal ulcer . The consumer reported that since (B)(6) 2014 they have been on antibiotic drops during the dayanda cream at night. The first three days of treatment, the patient had to have three drops in the eye every hour. The patient stated that the ulcer was above the iris and not the pupil so that only pain was caused an the vision was not affected. The patient reports that three doctors appointments have been had with another scheduled. The patient has been advised that after the antibiotic treatment is finished there will be a course of steroids for a least one week. The patient states that after a month of treatment the scar tissue might be healed. Additional information has been reported but not yet received.